Event description:
Information received from the field does not address the patient's clinical status but notes undersensing in the ventricular bipolar configuration. Sensing improved in the unipolar configuration. The device was left in unipolar tip sensing and bipolar output. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - hospital